Event description:
Monopolar energy not responsive, even after exchanging energy cord. Manufacturer response for monopolar energy, monopolar energy (per site reporter). Failure analysis results letter 10/23/2019.